Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 2 sensors were reported (s/n's unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported encountering issues with 2 of abbott diabetes care (adc) devices. The customer indicated that after applying the adc device, a low sensor scan of 55 mg/dl was obtained. The customer reported being able to self-treat with carbohydrates and their blood glucose significantly increased. The customer further reported that the sensor and app reported that their blood glucose level had plummeted again. The customer continued to self-treat based on the sensor's low scans. Which resulted in. The customer also noted that the low glucose alarm failed to alert them of changes in their glucose level. The customer performed a finger prick glucose test with a result of ¿hi¿ (readings greater than 500 mg/dl) error message in comparison to a newly applied senor result of 400 mg/dl. Based on the hyperglycemia results, the customer was able to self-treat with an insulin bolus. No further treatment details were reported. There was no report of third-party treatment required due to the reported product issues as the customer was capable of self-treating. No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported encountering issues with 2 of abbott diabetes care (adc) devices. The customer indicated that after applying the adc device, a low sensor scan of 55 mg/dl was obtained. The customer reported being able to self-treat with carbohydrates and their blood glucose significantly increased. The customer further reported that the sensor and app reported that their blood glucose level had plummeted again. The customer continued to self-treat based on the sensor's low scans. Which resulted in. The customer also noted that the low glucose alarm failed to alert them of changes in their glucose level. The customer performed a finger prick glucose test with a result of ¿hi¿ (readings greater than 500 mg/dl) error message in comparison to a newly applied senor result of 400 mg/dl. Based on the hyperglycemia results, the customer was able to self-treat with an insulin bolus. No further treatment details were reported. There was no report of third-party treatment required due to the reported product issues as the customer was capable of self-treating. No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 (device mfg date) was incorrectly updated in the initial report. Correction has been made.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported encountering issues with 2 of abbott diabetes care (adc) devices. The customer indicated that after applying the adc device, a low sensor scan of 55 mg/dl was obtained. The customer reported being able to self-treat with carbohydrates and their blood glucose significantly increased. The customer further reported that the sensor and app reported that their blood glucose level had plummeted again. The customer continued to self-treat based on the sensor's low scans. Which resulted in. The customer also noted that the low glucose alarm failed to alert them of changes in their glucose level. The customer performed a finger prick glucose test with a result of ¿hi¿ (readings greater than 500 mg/dl) error message in comparison to a newly applied senor result of 400 mg/dl. Based on the hyperglycemia results, the customer was able to self-treat with an insulin bolus. No further treatment details were reported. There was no report of third-party treatment required due to the reported product issues as the customer was capable of self-treating. No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.